Event description:
Caller reported an error with the cgm described as error 42 affecting the g7 sensor. No adverse impact to the customer's blood glucose level was noted. Technical support provided detailed instructions for a complete pump reset, and the caller planned to reset the pump when ready, with the option to follow up if the issue persisted.